Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd posiflush xs/sf prefilled syringes has foreign matter on the plunger. The following information was provided by the initial reporter: posiflush xs package opened and found black substance (assumed mould of grease) on the plunger of the product. Lot number has been removed from circulation for investigation by the hospital.

Event description:
No additional information.

Manufacturer narrative:
To aid in the investigation of this issue, one (1) picture sample was received for evaluation by our quality team. Through examination of the picture, foreign matter was observed on the plunger rod component. The foreign matter was identified as grease. A device history record review was completed for provided material number 306572 and lot number 3201986. The review did not identify any detected non-conformances during the production process that could have contributed to this reported incident; therefore, the exact cause could not be determined for the observed grease on the plunger. A corrective and preventive action plan has been initiated to further investigate the source of this defect and prevent any reoccurrence.